Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received 72 inappropriate shocks for atrial fibrillation and sinus tachycardia, both with rapid ventricular response. The physician reported that they had not heard from the patient so they called the police to have them go check on her. She was found to have expired. The physician asked a technical services (ts) representative if they could access the electrograms from the time the shocks were delivered the ts consultant explained that the first day of shocks were overwritten by those on the following day. The field representative later reported that the physician did not believe that the inappropriate therapy caused or contributed to the patient death.